Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, pt filled the infusion set. Infusion device beeped but did not display an error or alarm. Pt inserted a new battery, but this was not successful. Infusion device continued to beep. Infusion device was not dropped on the floor or exposed to water or electromagnetic fields. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.